Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The lesion was located in an unspecified vein. The dt7-10/5.8t/75 ultra-thin diamond balloon catheter was advanced and inflated once to an unknown pressure. While attempting to remove the device, the shaft separated into two pieces, just proximal to the balloon. The physician was able to get the fragment into the 7fr non bsc introducer sheath and remove it from the patient. The procedure was completed with another of the same device and a new introducer sheath. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
Age at time of event: (B)(6).(B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and tactile examination of the returned device revealed a kink located at the base of the strain relief. A break was noted at 774mm distal to the strain relief and the shaft at this location was stretched. The distal portion of the device, including the balloon and the tip, were not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The lesion was located in an unspecified vein. The dt7-10/5.8t/75 ultra-thin diamond balloon catheter was advanced and inflated once to an unknown pressure. While attempting to remove the device, the shaft separated into two pieces, just proximal to the balloon. The physician was able to get the fragment into the 7fr non bsc introducer sheath and remove it from the patient. The procedure was completed with another of the same device and a new introducer sheath. There were no patient complications reported and the patient's status is fine.

Event description:
It was reported that during a percutaneous transluminal angioplasty procedure, a shaft break occurred. The lesion was located in an unspecified vein. The dt7-10/5.8t/75 ultra-thin diamond balloon catheter was advanced and inflated once to an unknown pressure. While attempting to remove the device, the shaft separated into two pieces, just proximal to the balloon. The physician was able to get the fragment into the 7fr non bsc introducer sheath and remove it from the patient. The procedure was completed with another of the same device and a new introducer sheath. There were no patient complications reported and the patient's status is fine.

Manufacturer narrative:
(B)(4).